Event description:
On (B)(6) 2013, the reporter contacted animas, alleging an inaccurate delivery issue. The pump did not deliver bolus insulin to the patient between 2:57am and 2:43pm on the day of the complaint. The patient experienced low blood glucose down to 70mg/dl on the day of the complaint, with no symptoms reported. This complaint is being reported because the reported issue was not resolved with troubleshooting. There was no indication that the product caused or contributed to an adverse event.

Manufacturer narrative:
Follow-up # 1 date of submission 10/23/2013-device evaluation: the pump has been returned and evaluated by product analysis on 10/14/2013 with the following findings:a review of the pump¿s history showed that the last basal delivery was on 08/06/2013. The pump¿s history showed no activity outside of normal use and the total daily doses added up to correctly reflect the user¿s programmed basal rates. During testing, the pump powered on normally to the verify screen. The pump was paired with a test meter and was primed and exercised for 24 hours. A normal, ez carb, and ez bg bolus were all performed successfully with no delivery interruption. The boluses were all recorded at the correct time and in the correct order. The keypad buttons were found to be intact and responsive. Animas has conducted a review of the device history record for this pump and confirmed that it was operating within required specifications at the time of release.

Manufacturer narrative:
The products have not yet been returned. If the product(s) are returned, anm will evaluate it/them and inform FDA of product(s) that do not pass inspection in a supplemental report. No conclusions can be made at this time.